Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Failure analysis of the vessel sealer was completed and there was no problem detected. A review of the site's system logs for the reported procedure date found no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on log review and during in-house testing, no failures were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. The instrument passed the grip force test. There is no problem detected.

Event description:
It was reported that the patient underwent a da vinci-assisted benign hysterectomy procedure. The vessel sealer extend (vse) jaws locked and would not open. The vse was in use for approximately 20 minutes when the infundibulopelvic (ip) ligament got stuck with the instrument jaws. The surgeon had to cut the ip ligament with scissors to release the vse. There were approximately 20 milliliters of blood loss due to the event. The bleeding areas were cauterized, and no blood transfusion required. The cut ip ligament tissue was part of the planned tissue to be removed. The manual grip release slider was reported to be not working as expected. The surgeon attempted to remove the stuck ip ligament tissue using a monopolar scissor. The surgeon was able to continue the procedure using a back up vse. The patient was reported to be stable with no adverse patient complications reported.

Manufacturer narrative:
Visual inspection was performed and the instrument was found to have a bent lock button on the housing. However, the damage does not affect the locking mechanism. The grip open lever was able to stay in locked state when the button is pushed. The grip open lever was not damaged. The instrument was found to have scratch marks/abrasions on the grip tips. Common cause of this failure is attributed to the user.escalation of the investigation was performed by a failure analysis engineer and reported the following information: the initial failure analysis was confirmed. There were no issues were observed during in house testing of the instrument. The grips stayed in the open position after pressing the grip lock button despite it being bent. The root cause of this is typically attributed to user.

Event description:
Refer to h10/h11 for follow-up information.